Manufacturer narrative:
Citation: kokkinidis dg et al. The predictive value of baseline pulmonary hypertension in early and long term cardiac and all-cause mortality after transcatheter aortic valve implantation for patients with severe aortic valve stenosis: a systematic review and met a-analysis. Cardiovasc revasc med. 2018 oct - nov;19(7 pt b):859-867. Doi: 10.1016/j.carrev.2018.03.015. Epub 2018 mar 23. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis on the association between baseline pulmonary hypertension and early and late cardiovascular and overall mortality in patients after transcatheter aortic valve implantation. The study was performed according to the preferred reporting items for systematic reviews and meta-analyses (prisma). All data were collected from prospective or retrospective studies in the medline, scopus and cochrane databases published through april 2017. The systematic review included 22 studies with a total population of 8,372 patients (predominantly female; mean age 81.5 years), an unspecified number of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all 22 studies included in the meta-analysis, the reported mortality outcomes analyzed were: 30-day cardiac, 30-day all-cause, late cardiac, and late all-cause. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: need for a second valve, valve-in-valve implantation, conversion to surgical aortic valve replacement, post-procedural myocardial infarction, post-procedural aortic insufficiency, and peri-intervention stroke. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.